Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 17-mar-2016 from a (B)(6)-year-old female consumer and forwarded to bayer on (B)(6) 2016. On (B)(6) 2012 essure (fallopian tube occlusion insert) was placed. Insertion first time went difficult; for second procedure with epidural was needed. On (B)(6) 2012 the consumer experienced painful placement and complication during insertion. In an unspecified date, the consumer experienced contact bleedings, pain in abdomen, itching skin, bleeding, pain in pelvis, lower back pain, mood swings, and acne. Appendix was wrongfully removed for abdominal pain. Gastrointestinal examination was performed and nothing was found. Company causality comment: this spontaneous case report was received via regulatory authority and refers to a (B)(6)-year-old female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen. Due to that, consumer's appendix was wrongly removed. It was also reported that consumer experienced bleedings (understood as genital haemorrhage) and contact bleedings (unspecified haemorrhage). Pain in abdomen and bleedings are listed while contact bleeding is unlisted in the reference safety information for essure. Pelvic, abdominal, and back pain of varying intensity and length of time may occur and persist following essure placement. Despite of limited information provided, considering event's nature per se, causality between pain in abdomen and essure use cannot be excluded. Since an intervention was required, this case is regarded as incident. Abnormal menstrual pattern changes and genital bleeding may occur during essure use. A causal relationship between bleedings and essure cannot be excluded. Due to the lack of information, company so far deems the event contact bleeding as not related to essure. Other non-serious events were reported. Technical analysis has been requested.

Manufacturer narrative:
Follow-up received on 06-oct-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-oct-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report was received via regulatory authority and refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen. Due to that, consumer's appendix was wrongly removed. It was also reported that consumer experienced bleedings (understood as genital haemorrhage) and contact bleedings (unspecified haemorrhage). Pain in abdomen and bleedings are listed while contact bleeding is unlisted in the reference safety information for essure. Pelvic, abdominal, and back pain of varying intensity and length of time may occur and persist following essure placement. Despite of limited information provided, considering event's nature per se, causality between pain in abdomen and essure use cannot be excluded. Since an intervention was required, this case is regarded as incident. Abnormal menstrual pattern changes and genital bleeding may occur during essure use. A causal relationship between bleedings and essure cannot be excluded. Due to the lack of information, company so far deems the event contact bleeding as not related to essure. Other non-serious events were reported. Technical analysis has been requested.